Manufacturer narrative:
The returned device analysis was unable to confirm the reported gripper actuation issue and the reported physical resistance/sticking of the gripper line as the grippers were able to actuate as intended without issues and no difficulty was observed in the gripper line movement. The reported difficult to remove (anatomy) could not be replicated in a testing environment as it was related to patient anatomy and procedural conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which could have contributed to the reported issues. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the information reviewed, the difficult to remove (anatomy) was due to procedural conditions as the grippers became stuck on the posterior leaflet during the clip positioning. A definite cause for the reported difficult to open or close (gripper actuation issue) could not be determined. A definite cause for the reported for the physical resistance/sticking (gripper line difficulty) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report during the procedure, gripper actuation issue occurred and gripper line resistance. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and the clip was placed on the center part of the medial aspect of the flail successfully; however, it did not reduce mr. The clip was move more lateral, but the grippers briefly became stuck to the posterior leaflet. Troubleshooting was performed, cycling the grippers and the grippers were released. The clip was brought into the left atrium. Transesophageal echocardiography (tee) confirmed there was no damage to the mitral valve. The clip was re-positioned central on the flail and upon grasping, only one gripper arm was lowered onto the anterior leaflet. Troubleshooting was performed and the posterior gripper was able to lower as well. The clip was able to optimally grasp the leaflets; however, the ability to reduce the mr was not achieved. However, mean pressure gradient increased to > 5 mmhg. The physician felt the valve may be repairable surgically and decided not to implant the clip. Cardiac surgery was consulted, and it was agreed that surgery was an option. The cds was removed without issue, the mean pressure gradient returned to baseline and mr remained at 4+. There was no change to the valve or sub-valvular anatomy. There were no tears in the soft tip of the steerable guide catheter. Once the cds was removed from the patient anatomy, it was noted that the gripper line movement was being restricted by the locking mechanism. The physician stated that the gripper arm was not the reason the procedure was aborted. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.